Event description:
The customer reported the insulin was leaking from the reservoir over night. The customer believes that the insulin was leaking from the connection. Advised the customer that a replacement of the reservoir will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.